Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use during dwell 6 of 6. The bags were empty as the hp had connected one of the supply bags to the sample port on the drain line instead of connecting it to a supply line. The baxter technical services representative (tsr) helped the caller to end therapy, and the hp would complete therapy with manual supplies. The hp had also dropped the organizer lines during set up. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that she did not know about the incident, but that the patient was coming in soon and she would address the user errors with him. She stated that the patient was doing well with his therapy, and there were no adverse effects reported in relation to this event. Bps was unable to obtain information regarding whether or not the lines were capped when they were dropped.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.